Event description:
It was reported that during the procedure in the left anterior descending artery, resistance was met when attempting to cross the lesion due to calcification. The stent was ultimately deployed at the target lesion and a dissection occurred in the distal segment. An additional xience v stent was deployed to treat the dissection. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as calcified, which likely contributed to the reported physical resistance. Dissection, is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The dissection was treated with an additional xience v stent. In this instance, a conclusive cause for the reported dissection, and the relationship to the product, if any, could not be determined. Although a conclusive cause could not be determined for the reported dissection, the physical resistance and additional therapy/non-surgical treatment appear to be related to the operational context of the product and there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint, and there have been no related incidents reported for this lot.